Event description:
Healthcare professional additionally reported capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported left side rupture and capsular contracture, baker grade unknown. The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified device to be underweight, a crease fold, a wear abrasion, an opening on the posterior and some brown particles in the shell. A visual and microscopic analysis were performed which identified a sharp opening on the posterior. A dimension measurement in the shell was performed which identified the thickness was within specification. Based on the device analysis the final assessment is: a sharp pattern on posterior opening device assessed as an unidentified (tear) opening.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the photos identified red particle material on the shell, an opening and creases. Device patch with lot number 2039815. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis as it was not possible to determine the most likely failure mode. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. The device has been explanted.